Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the scale of the syringe was faulty. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and the sample has the numbers missing on the scale marking. This defect could occur if there is a jam during the printing process inducing the symptom reported. The two photos provided show the sample received. A device history record review was completed for provided material number 302832, lot number 1145180. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe the scale marking was faulty. This event affected 159 devices. The following information was provided by the initial reporter. The customer stated: "the scale of the syringe was faulty."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the scale of the syringe was faulty. To aid in the investigation, one sample in an opened packaging blister and two photos were received for evaluation by our quality team. A visual inspection was performed and the sample has the numbers missing on the scale marking. This defect could occur if there is a jam during the printing process inducing the symptom reported. The two photos provided show the sample received. A device history record review was completed for provided material number 302832, lot number 1145180. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the printing process was performed. The settings were correct and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe the scale marking was faulty. This event affected 159 devices. The following information was provided by the initial reporter. The customer stated: "the scale of the syringe was faulty."